Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01323. It was reported the patient endured a fall and the lead migrated. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was established. It is unknown which lead has migrated, as such both leads are being reported.